Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac checked the scope switch setting and the pump was not assigned to any switch but tac assisted the customer to set the scope switch to pump. The customer saw an e209 internal buffer error after pressing a button however, the error disappeared after the device was power recycled. Afterwards, the ofp-2 pump was irrigating and the oep-5 printer captured upon demand with no further problem after proper switch assignment from the cv-190. The issue was resolved and no device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center does not activate the ofp-2 pump. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, regarding the evis exera iii video system center would not activate ofp-2 pump, it was determined there was improper switch assignment. Once the switch was aligned correctly the issue was no longer present. Olympus will continue to monitor field performance for this device.